Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was exposed and the user had to undergo an emergency surgery to remove it.

Event description:
The device was exposed and the user had to undergo an emergency surgery to remove it.

Manufacturer narrative:
According to the information received from the field the device was explanted due to extrusion of the device through the skin likely due to pressure on the skin flap. Reportedly the skin quality was poor, thin without secretion. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The concerned device has not been received for investigation yet.

Event description:
The device was exposed and the user had to undergo an emergency surgery to remove it.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the received information the device was explanted due to extrusion through the skin, due to pressure on the skin flap. Reportedly the skin quality was poor, thin without secretion. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.